Event description:
This is a spontaneous case report received from a (B)(6) female patient in (B)(6) on 07-oct-2016. In 2005, the patient underwent a medical treatment in the hospital, known as the essure (ess205) (fallopian tube occlusion insert) sterilization method. After this treatment several physical complaints developed. On (B)(6) 2016, patient has had follow-up treatments and the xenobiotic material has been removed, whereby also uterus and oviducts had to be removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. She holds bayer liable for the damage caused. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered listed in the reference safety information for essure. In this particular case, it was not clear if essure was already removed or only planned and the exact reason for essure removal was not specified either. Considering the lack of details for a causality assessment, since essure removal was required, this event was assessed as related and regarded as incident. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 04-nov-2016: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up from 08-nov-2016: no consent received. (B)(4). Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-nov-2016 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report is considered a potential legal case. It refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This event, considered as device medical removal, was considered listed in the reference safety information for essure. In this particular case, it was not clear if essure was already removed or only planned and the exact reason for essure removal was not specified either. Considering the lack of details for a causality assessment, since essure removal was required, this event was assessed as related and regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No consent was received. Therefore, no further information can be obtained.